Manufacturer narrative:
Batch review performed on 03 july 2023: lot 1810850: (B)(4) items manufactured and released on 22-mar-2019. Expiration date: 2024-03-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without other 2 similar reported events in the period of review. Additional involved implant: batch review performed on 03 july 2023 on ball heads: cocr 01.25.030 cocr ball head 12/14 ø 36 size s -3.5 (k080885) lot. 2244748. Lot 2244748: (B)(4) items manufactured and released on 02-feb-2023. Expiration date: 2028-01-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event in the period of review.

Event description:
The patient had a primary hip surgery on (B)(6)2023. Immediately after the primary surgery, in post-op recovery on (B)(6)2023, the patient's head dislocated from the liner. The surgeon revised the liner and the surgery was completed successfully. Presently, on (B)(6)2023, the patient came in reporting pain due to a dislocation of the head from the liner. The surgeon revised the medacta cup and liner with competitor components and revised the medacta head with a medacta head. The surgery was completed successfully.